Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system and unable to prime at 4 pounds during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 355 mg/dl. They were trying to prime but the pump was just resetting itself and prompting to rewind again. They changed that battery but it did not help and the pump was still stuck in the rewind cycle. Insulin squirted out during the manual prime process. The pump alarmed compromised force sensor system. Troubleshooting was not able to resolve the issue. The device was returned for analysis.